Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Photo evaluation: one of the photos shows a portion of the carton packaging and also a portion of the tyvek which is for an echelon device, this photo does not show lot numbers for either the carton box nor the tyvek. In the tyvek photo a hole was observed. However, no conclusion could be reached as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis may provide the evidence necessary to confirm the root cause. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, during the instrument preparation before the surgery the surgeon recognized that packaging is damaged - after a closer look she saw that also the sleeve of the plastic packaging has a little hole. They didn`t use the stapler. No patient contact. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/21/2018. Batch number: n53x9j. The analysis results found that an device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed.